Event description:
During idet procedure, the heating zone (1.5) of the catheter broke off in the disc and could not be removed. No other information is available for this incident.

Manufacturer narrative:
Device has not been returned for eval, therefore, no determination could be made for the reported device failure.